Manufacturer narrative:
Device manufacture date is unknown. UDI: gtin, date of manufacture and lot number were unavailable. Catalog number and lot number were unknown. Brand name is unknown. The manufacturing location was unknown. 510(k) number was unknown. Concomitant med products and therapy dates: attachment device, (B)(6) 2019. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that during an unspecified spine procedure, it was observed that the bearing sleeve device had heat and an unknown cutter broke. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.